Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not sound an audible alarm tone in the low volume setting during an alarm condition. However, it was reported that the device did sound an audible alarm tone in the high volume setting during an alarm condition. There were no reports of any adverse patient events while the device was in clinical use. No additional information was provided.